Event description:
It was reported that the low battery indicator light on the external pulse generator did not work. It was further reported that a patient almost "coded" because the generator quit working without warning. The generator was returned for service. Follow-up determined that no further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; low battery indication is 7.2 volts nominal and end of operation is 6.3 volts nominal, battery received with device measured 6.24 volts (no load). Device passed visual, electrical and mechanical inspection with no anomalies observed.